Event description:
It was reported that during a laparoscopic sigma/lap rectum procedure, after the surgery and during cleaning, the device broke with the blade falling off. There was no contact with metal. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.